Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. There was no reported impact to the customer's blood glucose level. As the occlusion alarms had occurred prior to contacting tandem technical support, a system check was unable to be performed to determine a possible cause of the occlusions.